Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the adhesive on bending section rubber was chip due to degradation and the joint section between bending tube and distal end is not secure was due to damage on bending tube should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive on bending section rubber had a chip and the joint section between bending tube and distal end is not secured. There was no patient involvement.